Event description:
It was reported that an unspecified cartridge alarm occurred. Customer's blood glucose was 135 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
On may 2, 2023, distributor provided the following information: pump history showed intermittent multiple cartridge alarms. Distributor was able to load multiple cartridges and resumed insulin delivery without any issue.